Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported needle clog in stating that when taking the injection flow would stop before dispensing is complete. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported needle clog in stating that when taking the injection flow would stop before dispensing is complete. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/7/2022. H.6. Investigation: customer returned (4) 32gx4mm bd pen needles from lot# 1068590 (3 unopened, and 1 used). The customer reported a needle clog when taking injection. The returned pen needles were examined, and it was observed that the non-patient end (npe) cannula was bent on the sample returned after use. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think that the pen needle was clogged. The remaining pen needles were examined, then tested for flow using a test pen injector, and all 3 were able to expel properly. Since the defective sample was returned after use, the probable cause of the bent npe cannula is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannula was bent by the user after the user handled the pen needle.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported needle clog in stating that when taking the injection flow would stop before dispensing is complete. Date of event : unknown. Samples : available.